Event description:
The customer reported the generation of erroneous high sodium (na) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed a kink in the mid standard solution tubing line allowing air in the tubing. The fse identified the failure mode as a defective mid standard solution tubing. The fse replaced the mid standard solution tubing to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).